Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue happened. The procedure was completed using the same foot pedal, which was still functioning despite the battery alert. Philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, fse found the battery was in alert mode, and the customer's restart attempt failed to fix the issue, and it is found the wfs battery was faulty. To resolve the issue, the fse replaced both the wireless footswitch and the base station. After replacing the wireless footswitch and the base station, the system was confirmed to be operating normally. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully completed using the same foot pedal, which was still functioning despite the battery alert. The procedure was finalized without delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system's footswitch was unable to trigger x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.